Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to work at the hospital and passed out and was taken to the emergency room. Customer reported to have eaten a cookie and did not bolus for three hours. Customer states that insulin pump did not suspend when it was supposed to and customer passed out with blood glucose of 50 mg/dl. Customer states that insulin pump was removed while in the hospital and it took three full meals and juice to bring blood glucose up to 140 mg/dl. Customer was requesting to cancel insulin pump therapy and to send equipment back. Customer declined transfer to returns department and requested a call on another day.